Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area and lower, mid and upper abdomen on (B)(6) 2021 using the cooladvantage coolcurve+, cooladvantage+ coolcurve+, cooladvantage petite coolcurve and coolmini applicator and developed paradoxical hyperplasia (pah/ph) after treatment. Patient diagnosed with ph on (B)(6) 2023 by a medical professional.

Manufacturer narrative:
H11: corrected data: d4 (catalog#, serial#, unique identifier (UDI).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area and lower, mid and upper abdomen on (B)(6) 2021 using the cooladvantage coolcurve+, cooladvantage+ coolcurve+, cooladvantage petite coolcurve and coolmini applicator and developed paradoxical hyperplasia (pah/ph) after treatment. Patient diagnosed with ph on (B)(6) 2023 by a medical professional.

Manufacturer narrative:
Corrected / changed data: a4, d4. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/1/2023. Clarification to b3 partial date of event: 1 month post treatment was provided. Continued additional device d4 serial # (B)(6), catalog # sa16789, UDI # (B)(4).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper, mid and lower abdomen, and submental area on (B)(6) 2021 using the cooladvantage coolcurve+, cooladvantage+ coolcurve+, cooladvantage petite coolcurve and coolmini system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.